Event description:
The customer reported that the unit failed to recognize the therapy cable.

Manufacturer narrative:
The customer reported that the unit failed to recognize the therapy cable. The unit was evaluated at philips, and the symptom was confirmed. The failure was resolved by replacing the therapy pca.